Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes below in error "the device presented an error code indicating an issue with the motor connection, the blower box, and the pca (printed circuit assembly)". The manufacturer received an additional information on patient alleging particles in air path. Please note that following further review of complaint information and device evaluation performed by the service center it was determined that visible foam particles were observed. Additionally, the patient¿s complaint was confirmed, and the device was scrapped. Foam was found in contamination findings. The device's event log was reviewed by the service center and error code found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.

Event description:
A dreamstation auto CPAP device was returned to a third party service center. During evaluation of the device, the investigator observed foam particles within the device assembly. The device presented an error code indicating an issue with the motor connection, the blower box, and the pca (printed circuit assembly). There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.